Event description:
It was reported that the pt's pump was interrogated because they thought she may be experiencing withdrawal. The pt was in the hospital at the time the event was reported. The pt was having seizures, as well as increased pain and lethargy. The pump was interrogated and the logs indicated that there were no motor stalls or alarms. The drug used in the pump at the time of the event was not known. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that the patient's family suspected the event was related to the catheter issue and the patient was admitted to intensive care unit.

Event description:
It was also reported that the patient was concerned about overdose, and was having ¿lots of problems¿ with the pump. An unspecified speech related issue was reported. The patient was receiving morphine, and was unable to remember when the pump was last refilled or when they were due for their next refill. The patient had been hospitalized for 2.5 weeks and discharged on (B)(6) 2011 to a care center ¿learning how to walk again¿ and take care of herself. The patient had not heard any alarms. The patient was requesting that the device be explanted.